Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
During a follow up, loss of capture was observed. X-ray revealed lead dislodgement. The lead was explanted when an attempt to reposition was unsuccessful.